Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the reservoir had air bubbles, 1 cm. Customer stated the air bubbles occurred after 24 hours. The insulin was stored at room temperature. The reservoir weren't prefilled and wasn't rewound with it in place. High pressure test was performed and no leaks were noted. Customer's blood glucose was unknown. The reservoir is not being returned for analysis.